Event description:
It was reported that the customer has been hospitalized twice this week due to insulin pump malfunctioning. No dates were provided. It was also stated that insulin pump had no battery cap. Unable to troubleshoot without the battery cap. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.